Manufacturer narrative:
Reported event: an event regarding infection involving a triathalon insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot or sterile lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. The following devices were also listed in this report: triathlon p/a cr beaded #3r; cat#5517f302; lot#d329d. Tritanium bplate triathlon s3; cat#5536b300; lot#ctd25683. Tritanium patella-asymmetric; cat#5552-l-320; lot#emy2. X3 triathlon cs insert #3 9mm; cat#5531g309; lot#lhq426. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Explantion of a right knee stryker mako tka implants originally done on (B)(6) 2018 due to infection and put in a cement spacer. Surgeon felt the infection was due to the patient falling post-op and tearing the patellar tendon. Update 09/january/2018: this pi is for the joint replacement implants. Rep provided the usage sheet from the primary .